Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator exhibited post paced t wave oversensing. There were episodes of noise reversion. Upon review, emi was suspected. No patient symptoms were reported. Programming changes were discussed.